Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump housing was peeling and loose. The customer reported no adverse event. The event involved product(s) mmt-722wws. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-722wws was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump received with detached end cap, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed detached end cap and cracked case. However, no unexpected peeling ,loose, damage and unable to administer insulin normally are no confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.